Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tibial shim broke in half during manual cleaning after surgery.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. A complaint database search on the provided product code family showed similar reports for damage/cracking. Previous reports found user technique, misuse, or the use of a contraindicated cleaning chemical, as suspected root causes. Per the initial report, the root cause is attributed to user handling as the device was broken during manual cleaning post surgery. Based on the root cause of misuse, corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.